Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. No treatment was provided for the event of peritonitis. The outcome of the peritonitis event was unknown. Action taken with dianeal and extraneal therapies was not reported. No additional information is available.